Manufacturer narrative:
No button error alarms were noted. No button response due to a flattened act keypad dome. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a missing end cap sticker. Unable to perform the displacement test due to the keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump continuously alarm button error. Customer wasn't doing anything when the alarm occurred. Customer removed the battery, inserted a new battery, and the buttons weren't responding. Customer didn't recall any significant event which may have cause the device to alarm. However he did stay he lived in a humid. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis